Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is may 4, 2019. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl at the time of incident customer stated it they took care of the low blood glucose and no further assistance. The devices will not be returned for analysis.